Manufacturer narrative:
The full name of the event site is (B)(6) hospital. Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. However, the fse replaced the display cable to receiver board as precautionary measure. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) display was jumping around and not working. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
After the fse replaced the expired safety disk, the unit passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. Additional customer contact information was provided for (B)(6) and is as follows: (B)(6). Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period (B)(6) 2019 through (B)(6) 2021 was reviewed. There were no triggers identified for the review period.